Event description:
It was reported that the insulin pump is undelivering. Customer is not receiving the correct amount of insulin. This has been happening for the last couple of months. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.